Event description:
A report was received that the patient underwent pocket revision surgery. The patient recently lost weight causing the pocket to become too thin. The physician revised to pocket to a more secure and deeper location. The patient was reportedly doing well.

Manufacturer narrative:
This is the final report.